Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector, which led to a failure in the printed circuit board and resulted in the displayed error message. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual "1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, error code b30 (scope communication error) occurred intermittently. The reported issue (no image) was not reproduced during testing. The image was visible on the monitor. In addition, service found evidence of water infiltration in both the scope connector and control unit, the printed circuit board was corroded, and the adhesive on the bending section cover was separated and worn due to chemical/physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the subject device during preparation for use. There was no effect on the patient due to the event as it occurred outside of a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30).